Event description:
Patient with a history of idiopathic vf arrest. Patient is status post transvenous single chamber ICD placement over 3 years ago. At a recent clinic visit, the battery was noted to be depleted (no pacing, no discharges) and the alarms were not working. The patient presents to the cardiac catheterization laboratory for elective generator replacement. There was no injury to the patient.

Event description:
Patient with a history of idiopathic vf arrest. Patient is status post transvenous single chamber ICD placement over 3 years ago. At a recent clinic visit, the battery was noted to be depleted (no pacing, no discharges) and the alarms were not working. The patient presents to the cardiac catheterization laboratory for elective generator replacement. There was no injury to the patient.